Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. As per the investigation procedure, deformation was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported right side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: d.1, d.2a, d.2b, d.4, d.9, h.4, h.6.

Event description:
Patient reported unknown side device rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported unknown side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.